Event description:
It was reported that ECG events were seen in the recorded brain sensing data. It was noted that this did not impact the patient or patient therapy. It was noted that it only impacted the accuracy of the brain recordings being used for research. Additional information received reported that there was no abnormal finding with the ECG artifacts. It was noted that an ECG differential signal came up during the recording of local brain field potential. It was noted that the sensing magnitude for the program was very high. It was noted that the reporter thought the reason the signal appeared could be due to a leakage between the lead electrodes or in the screw holes within the implantable neurostimulator (ins). Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the study devices were picking up the patient's heart activity in the brain recordings. It was due to leakage in the lead/implantable neurostimulator (ins) portion of the system. The leakage did not impact stimulation therapy but did impact the studies ability to see brain signals.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).